Event description:
It was reported that the patients device would not turn on or off reliably and it increased charging frequency. High impedance was also noted on the spinal cord stimulation (scs) lead. The patient underwent a full spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. All explanted device components will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred past few months from the date manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 243847/243379.